Event description:
It was reported that during a surgical procedure the lead was not securely fastened by tightening the set screw on the header block. They tightened the set screw until the wrench clicked but the lead could still be pulled out of the header block. The same issue occurred in both ports of the implantable neurostimulator (ins) and they only had one lead. Impedances were run at 0.7 volts and all values were in range. At the end of the report the manufacturer¿s representative (rep) stated the lead was securely fastened in the ins and the setscrew issue was resolved during the operation. The lead was secured in to the 8-15 port rather than the preferred 0-7 but the device was working as expected so far.

Manufacturer narrative:
Concomitant product: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).